Event description:
This valve was explanted due to paravalvular leak. Once the pt was taken off bypass, paravalvular leak was observed. The pt was put back on bypass, dehiscence was observed, and the valve was removed. It was replaced with sjm 25aj-501. Add'l info has been requested.